Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Several layers/pieces of the tampon had come off inside of my body vagina [foreign body in reproductive tract]. Several layers/pieces of tampon had come off- tampon [device breakage]. Case description: consumer reported via e-mail that several layers/pieces of tampon had come off inside her body. No serious injury reported.